Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's alarms not working as expected was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's alarms were not working as expected, as the alarms were silenced as the device powered on. There were no reports of patient use associated with the reported issue.